Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: lot#0065943 DHR was reviewed and no quality notes found. Manufacture records for lot#0065943 was reviewed, no abnormality was found. Pen needle product has 100% IV point inspection by vision system, and defect part will be rejected automatically. Bd used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. Unconfirmed; bd was not able to duplicate or confirm the customer¿s indicated failure mode. Base on investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the pen needle 31gx5mm experienced a needle that could not be removed from the pen. The following information was provided by the initial reporter: after insulin injection, the patient put on the outer needle cap and unscrewed the used needle, but the outer needle cap was too loose, resulting in needle injury of the used needle.